Event description:
Our rep is reporting that a pt underwent an arthroscopic shoulder repair in 2008, with the use of a spiralok anchor for fixation. At some point in time subsequent, the pt presented with some sort of symptom or reaction, and it was somehow discerned that the head of the spiralok had broken away from the body of the anchor. A re-surgery was performed three months later, the fragment was removed, the body of the anchor remains buried in the bone. The surgeon re-fixated using a same type device. This re-surgery was concluded successfully without further incident or harm to the pt. Nothing being returned to mitek.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and evaluated, the result of the investigation will be the subject matter of the f/u report.